Event description:
It was reported during a diagnostic laparoscopy with salpingo-oophorectomy, only one fourth of the cartridge cut and stapled on the 4th firing. It was the last firing needed and nothing further needed to be done. There was no consequence to the patient.

Manufacturer narrative:
Product complaint analysis team has completed its investigation. The results of the investigation conducted by appropriate engineers and technicians are listed below. Visual inspections & results: batch number, k00w1t; cartridge pan/condition, yes/good; condition of drivers, good; lockout tabs on pan condition, fired and position/condition of wedge sleds, fully fired. Funtional tests & results: condition of clamp first lockout, good; condition of clamping mechanism, good; condition of firing mechanism, good; condition of knife, good; condition of wedge bands, good and is hyper lockout condition present, no. Analysis conclusion: based upon inquiry info received, visual examination, and functional testing, no conclusion could be reached as to why instrument reportedly "only 1/4 of the cartridge cut and stapled" during surgery. Instrument was returned in good physical condition. Instrument was disassembled to examine internal components and no deformations could be identified. It was concluded that instrument was fully functional and conforming to design specifications. Experience surgeon reported could not be repeated. Each instrument is evaluated during assembly process to ensure it functions properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.